Event description:
It was reported that the patient presented in clinic after receiving a shock for post sensed t-wave oversensing. Noise was observed on the ventricular sensing channel during at the time of the shock. The lead was capped and replaced on (B)(6) 2017. No further information is available at this time.